Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with the reported event was not received at the investigation site for evaluation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that the tibia collapsed into varus. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical record ad 15 nov 2019 reviewed on 13 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty secondary to pain and osteoarthritis. Depuy implants were used. Non-depuy cement was used. The patella was resurfaced. No intraoperative complications noted. (B)(6) 2019: the patient underwent a right knee revision secondary to suspected loosening. Intraoperatively, the surgeon confirmed loosening at the tibial component at the cement to implant interface; and significant medial tibial bone loss. The femoral and patellar components were well fixed. No intraoperative complications were noted. Pmh: osteoarthritis. Doi: (B)(6) 2015. Dor: (B)(6) 2019; (tibial components).